Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm and power loss alarms was confirmed in the history file. The power management tool confirmed power error was triggered when backup battery unloaded voltage was less than 3.7 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, missing display window cover, broken battery tube threads, cracked case (battery tube) and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not have any power and would not turn on. The customer tried eight to nine batteries but the insulin pump did not turn back on. A power error was detected. Customer's blood glucose level was 7.1 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.